Manufacturer narrative:
Upon receipt, the device was examined visually for damage or defects. No cracks of the type reported were noted. No damage or defects were noted. The pump was bench tested at maximum speed and found to operate properly with no evidence of leaks. The pump was then subjected to a 40 psi leak test (approximately 2.5 times worst case pump pressure) which also found no evidence of damage or leaks of any type. The reported problems were unable to be identified, observed, or confirmed.

Event description:
Cardiacassist received a call from perfusionist at the hospital regarding a potential crack in the pump housing that may have resulted from striking the pump with a tubing clamp during setup of the pump. Although the pump was not visibly leaking, concern was expressed over the possibility of device failure. Cardiacassist recommended replacing the pump. The pump was replaced without incident and there was no adverse impact to the patient from this event. Subsequent to the initial report, cardiacassist received a report that the pump was also leaking infusate.